Manufacturer narrative:
Follow-up #1: date of submission: 04/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2017 with the following findings: call service 052 alarms observed in black box on date of reported intermittent power. No damage found to battery cap or battery compartment. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. Pump exercised for 24 hrs with no power issues occurring. Battery cap contact height and width found within specifications. Pump is cracked in cartridge compartment. Pump leaks at crack in case. Pump opened and moisture damage found on pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.